Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were damaged. The battery fluid and crust was observed on returned batteries. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 06/16/2017 to report burning herself after the batteries installed in the pump base became damaged during a pumping session while using the purely yours ultra breast pump on (B)(6) 2017. She states hearing a bubbling sound from the base, stopped pumping, opened the battery compartment and noted battery damage. She was unaware that some of the clear battery acid was on her hands. She touched the side of her left face and lower lip which resulted in a minor burn to these areas. She reports a tingling sensation on her face but no signs of a burn. Her lower lip turned red without blistering. Customer did not seek advice from a healthcare provider.